Event description:
It was reported that a 26mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. Device was not taking proper shape. Patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of device deforming into cobra shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.